Event description:
The doctor had trouble inserting 2 out of one box and wanted to return all boxes with that lot number. One did not advance, one came out of the injector incorrectly, two leading loop will come out but the other loops are wrapped around each other. No patient injury.